Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: seven years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient underwent a heart transplant on (B)(6) 2018 due to hemolysis and short to shield. No additional information provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis and driveline damage. The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing and the distal portion was returned measuring approximately 29.5 inches. The sealed inflow conduit and sealed outflow graft conduit were returned attached to the pump. Tissue ingrowth was identified within the lumen of the inlet tube. The tissue was well adhered and appeared to have obstructed the flow of blood. The structure of the tissue suggests that it was present during device operation, however, a specific cause for the development of the tissue could not be conclusively determined. The observed ingrowth, however, could have contributed to the report of hemolysis. A deposition was identified in the proximal side of the outlet stator. The tissue was loosely seated and did not show signs of denaturation suggesting it was not present during device operation. No contact marks on the rotor were identified. Although a specific cause for the deposition and a duration of its presence within the pump could not be conclusively determined, if it were present during device operation, it could have contributed to the report of hemolysis. The driveline was cut approximately 8.5 inches from the pump housing and the distal portion was returned measuring approximately 29.5 inches. Approximately 23 inches of rescue tape was identified along the driveline starting from the clamshell repair. The rescue tape and clamshell were from prior repairs. Electrical continuity testing revealed high resistance across the green wire of the distal portion of the driveline. Metal shielding breakdown was identified along both portions of the driveline. The metal shielding was removed and visual inspection of the underlying wires revealed a fracture of the green wire approximately 1 inch from the controller connector, along with an insulation breach on the yellow wire at the same location. An additional insulation breach was identified on the brown wire approximately 27 inches from the controller connector. The damage to the yellow and green wires appeared to have been the result of fatigue failure due to repetitive flexing at that location. The observed insulation breach to the brown wire appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at its location. If exposed conductors from a damaged wire make contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could result in functional issue. No low speed or pump stop events were reported. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. Thrombus and hemolysis are listed as adverse events in the IFU, which also outlines recommended anticoagulation therapy and inr range. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.